Manufacturer narrative:
Patient age at the time of event: 18 years or older. (B)(4). The hypotube, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a kink in the distal shaft located 4.5 cm from the tip of the device, and damage (torn with abrasions) to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03-aug-2017. It was reported that there was friction between two devices and the shape was damaged. The 90% stenosed, target lesion was in a severely tortuous and severely calcified left circumflex artery (lcx). A guidezilla¿ ii guide extension catheter was selected for a percutaneous coronary intervention (pci) procedure. During the procedure, the device was used without issue. On the second usage, the tip of the guidezilla¿ ii guide extension catheter contacted the rotaburr. The shape was damaged and the use of the device was discontinued. The procedure was completed with another of the same device. There were no pieces of the guidezilla¿ ii guide extension catheter that came off inside the patient. There were no patient complications reported. However, device analysis revealed damage (torn with abrasions) to the tip of the device.